Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the septic shock could not be determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller periodic log files collectively contained data from the timestamps of 22nov2022 through 01dec2022 and 01nov2025 through 12dec2025. Low flow hazard alarms were captured at the timestamps of 25nov2022 and 28nov2022 and 03nov2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, sepsis, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis for the patient who fell and went in to see their healthcare provider on (B)(6) 2025 where they were found to be in some type of shock. The type of potential shock reported was not specified but listed as mixed cardiogenic secondary to right ventricular (rv) failure, septic, or hemorrhagic. Their lactate dehydrogenase (ldh) was elevated (846) from admission, they had mild anemia (hgb 8.0) and received several units of blood during admission. They also experienced anasarca with weeping from all extremities and brief low flows that resolved after being given 250ml albumin. There were no overt signs of gastrointestinal bleeding (gib), but they were having a workup for that as well with a negative colonoscopy and endoscopy for bleeding. The patient was also receiving a capsule endoscopy. The patient had since stabilized, and a source of bleeding is being investigated since the patient's hemoglobin had continued to drop while on heparin drip. The plan was to start 100mg doxycycline by mouth twice a day post endoscopy and have the patient come in monthly for octreotide injections while outpatient. The log files were dated from (B)(6) 2025 and contained no notable alarm conditions or parameter changes. A second set of log files were submitted following the confusion over the date of the log files being (B)(6) 2025, and the resubmitted files were also from (B)(6) 2025. These newly submitted files contained a brief low flow estimate that did not last long enough to generate an alarm. There were no other unusual events captured in the log files. Additional log files were submitted after the patient had several low flow alarms likely secondary to straining on the toilet but were not captured on interrogation. The log files captured lower flow values but no alarms as the lower flows were not sustained long enough to trigger an audible alarm. Lab work was pending. The patient's hemoglobin was low, they were given bumex, and their mean arterial pressure (map) was around 64.